Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the shaft is broken apart between the chuck and the blue plastic handle. An elastic nail is still stuck in the chuck. The inserter in question is manufactured according to (B)(4). (B)(4). The fracture face has the typical view of a fatigue breakage. Based on this finding, the numerous hammer marks all over the instrument and as this is an old design version, we suppose that wear and tear by excessive use over the years caused this breakage. Based on the complaint description no final conclusion is possible, therefore this complaint is indeterminate. The manufacturing evaluation showed the shaft broke between the chuck and the blue handle. An elastic nail is still stuck in the chuck. There are marks of heavy hammer blows all over the instrument. The fracture face is homogenous which indicates material conformity. Because of the fracture the relevant dimension cannot be measured, therefore this complaint is indeterminate from a manufacturing standpoint. However, based on the appearance of this device, with all these hammer marks all over; we suppose that a mechanical overload during use caused this breakage.

Event description:
It was reported that during a procedure to place an elastic nail, the inserter broke when the surgeon was using the mallet. The inserter broke where the chuck connects to the blue portion of the handle. The surgeon removed the nail and the inserter, used another nail and another inserter to complete the procedure with no adverse effect to the patient. Surgeon indicated he expected difficulties due to the patients severe deformity from a childhood injury. The only patient information available is that she was elderly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.